Event description:
It was reported that inappropriate therapy delivery was observed via merlin.net transmission due to atrial flutter and atrial undersensing. The device will be reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information provided indicated that patient presented in-clinic for follow-up. Atrial fibrillation with rapid ventricular response was observed and one episode was misdiagnosed as vt. Inappropriate atp was delivered. No programming change was made at this time; the physician planned to adjust patient medication.